Event description:
It was reported that the pump did not deliver. 223.6 ml was infused but only 60 ml remained in the bag. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was unable to duplicate the reported problem. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review email is: regulatory.responses@icumed.com.